Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The company rep tested the iabp with the customer's ECG cable and simulator. The iabp functioned properly. The company rep opened up the iabp, checked and flexed all cables, wires, and connectors. No discrepancy was observed. The company rep performed preventive maintenance, calibration, functional tests, and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit was unable to establish ECG waveform on-screen. The pt was switched to another unit and therapy was continued.